Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the cross brace has broken on the chair, where the bolt holds the chair together. He has stated the bar has broke cleanly. It is his opinion that this is not patient abuse. Per the technician's evaluation, it is confirmed that the crossbraces are damaged, the left side had broken tubing at the center hole.